Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device's "electrode chip card slot" was broken. Philips is considering this to be possible damage to the paddle set. There was no patient involvement.